Event description:
It was reported that the user experienced low glucose readings while using a g7 sensor and treated with oral glucose, and the call was transferred to a partner organization for further assistance. Symptoms included hypoglycemia reaching a low of 50 mg/dl. Outcomes included resolution with oral carbohydrate. Investigation included a follow-up review by support personnel. Investigation of this case revealed that the specific cause of the hypoglycemia was unclear and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.